Event description:
Two perioperative nurses, with 2 different catheters, reported experiencing difficulty with peripheral IV, because the used needle did not retract. Both catheters were from the same lot # 167303. A third nurse, 2 days later, using the same catheter with same lot number, reported while starting IV, the backflow valve did not work properly, and "blood went everywhere."